Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal stenosis and degenerative disc disease/herniated disc pain. It was reported that the patient felt it and it stopped and started up again. The patient indicated that a day before the call it was done more than once. They also reported that last month they turned on the stimulation and the battery seemed to hesitate for 2 seconds and then was it fine rest of time. Again a day before the called, when turned on hesitation seemed hard to get going. But after that is was fine. Asked the patient to clarify what they meant and they stated "it's like the battery needs to get going".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported the patient met with their representative and was informed they needed a new battery. The patient wanted to know why they needed a new battery if the battery was only five years old and they were told it would last ten years. The battery hesitation issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.